Event description:
It was reported that the patient was not using their device due to a urinary tract infection (uti). The patient had now been off antibiotics and had not used the device for 10 days. The patient was reprogrammed on 2014-08-06 and they talked with the manufacturer representative at that time. The patient was set at program 2 at that time and since then developed the bladder infection. The patient was having symptoms from the bladder infection so for the 10 days the patient was antibiotics and they stopped using the device. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3093-33, lot# v008361, implanted: (B)(6) 2006, product type: lead; product ID 3031a, serial# (B)(4), implanted: (B)(6) 2003, product type: programmer, patient; product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. (B)(4).